Manufacturer narrative:
(B)(4). Date sent: 10/08/2019. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was received: was it confirmed that the patient had an infection/inflammation? No. Were there cultures done of the fluid? If yes, what were the results? No. How was the patient treated? What was the date of implant? 12 months prior. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Mild. Did the dysphagia improve after the device was implanted initially? Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Was the device found in the correct position/geometry at the time of removal? Yes. What is the current patient status? Ok.

Manufacturer narrative:
(B)(4). The DHR for lot 13993 was reviewed. No ncs, reworks, or defects were found. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was it confirmed that the patient had an infection/inflammation? Were there cultures done of the fluid? If yes, what were the results? How was the patient treated? What was the date of implant? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Did the dysphagia improve after the device was implanted initially? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Was the device found in the correct position/geometry at the time of removal? What is the current patient status?

Event description:
It was reported that a linx, lxmc16 lot# 13993, was removed for persistent dysphagia. There was mucopurulent fluid collection around the linx device. There were no patient consequences.